Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, a haptic adhered to the optic. The following day, the haptic remained adhered to the optic and the iol had moved to an inappropriate position. The lens was exchanged for a different model. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Add'l info has been requested.